Event description:
It was reported that when the patient presented in-clinic for a follow-up, multiple vf episodes were observed. Review of the episodes revealed intermittent lead noise. Varying in pacing lead impedance and fracture were noted. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).